Event description:
Our rep is reporting that the patient had an acl repair sometime in (B)(6) 2009. Subsequently, sometime in february, the patient presented with swelling in the posterior aspect of the subject knee. Surgeon ordered mris and it was discerned from the images that one of the pins was broken and the broken fragment had migrated and was facing posterior. The surgeon concluded that this fragment was irritating the anatomy in the posterior aspect of the knee. The surgeon also noted some laxity in the knee when testing the repair integrity. The surgeon referred the patient to another surgeon who specializes in knees for treatment and possible re-operation.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.